Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.46 volts and charge time measurements of 18.9 seconds. A technical services (ts) consultant was contacted regarding this issue and recommended explanting the device. No adverse patient effects were reported.

Event description:
Subsequently, this device was explanted.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.